Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic material is scratched. Plastic debris are seen in joint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " plastic material scratched, refused by sterile central for further use. Plastic debris are seen in joint." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that 230760138, std glenosphere trial d38mm was scratched, nicked and broken. The surgical tech says to use the metaglene holder to fit the appropriate trial glenosphere to the metaglene. The trial uses an interference fit to make the connection with the metaglene. Note ¿ if it is difficult to place the glenosphere trial, then check to ensure the superior portion of the glenoid has been reamed adequately and that there is no soft tissue in the way. When the trials are satisfactory, the trial glenosphere should be removed using the extraction t-handle so that final implant fixation can be performed. Based on the observed damage on the inside of the trial glenosphere in the photo, the trial shows signs of using alternative methods for extraction (such as prying or gripping the trial with pliers or clamps to extract) which are not recommended forms of extraction in the surgical technique. No material or manufacturing defects were observed that would have contributed to the material becoming damaged more easily. Furthermore, per the IFU if a device is found to be damaged and/or not safe to use, the damaged device should be discarded and a new device used. Based on the photo of the trial, the device appeared to have been used multiple times while damaged and would likely generate debris where the material had become compromised potentially leaving plastic material from the trial in the joint space. Therefore, potential cause is traced to use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the std glenosphere trial d38mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be use error contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code:230760138,lot:5527147 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> according to the information received, " plastic material scratched, refused by sterile central for further use. Plastic debris are seen in joint." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿st göran 4.jpg¿. The photo investigation revealed that 230760138, std glenosphere trial d38mm was scratched, nicked and broken. The surgical tech says to use the metaglene holder to fit the appropriate trial glenosphere to the metaglene. The trial uses an interference fit to make the connection with the metaglene. Note ¿ if it is difficult to place the glenosphere trial, then check to ensure the superior portion of the glenoid has been reamed adequately and that there is no soft tissue in the way. When the trials are satisfactory, the trial glenosphere should be removed using the extraction t-handle so that final implant fixation can be performed. Based on the observed damage on the inside of the trial glenosphere in the photo, the trial shows signs of using alternative methods for extraction (such as prying or gripping the trial with pliers or clamps to extract) which are not recommended forms of extraction in the surgical technique. No material or manufacturing defects were observed that would have contributed to the material becoming damaged more easily. Furthermore, per the IFU if a device is found to be damaged and/or not safe to use, the damaged device should be discarded and a new device used. Based on the photo of the trial, the device appeared to have been used multiple times while damaged and would likely generate debris where the material had become compromised potentially leaving plastic material from the trial in the joint space. Therefore, potential cause is traced to use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the std glenosphere trial d38mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be use error contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device product code:230760138,lot:5527147 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay and no patient consequence related to the event.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: plastic material scratched, refused by sterile central for furhter use. Plastic debris are seen in joint. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the std glenosphere trial d38mm has several scratches at the entire surface. However, signs of breakage were not observed. This type of damage is consistent with the device being in contact with other tools like; forceps, tweezers and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the std glenosphere trial d38mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Would have contributed to the complained device issue. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.